Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition but, was contaminated by fluid ingression. Customer's complaint of wrong cassette error was was verified. The event log did ot show the error. Use testing was performed. Service replaced the downstream occlussion sensor. The problem source is fluid ingression caused by the customer.

Event description:
Information was received that a smiths medical cadd prizm vip pump reported wrong cassette. No patient injury resulted.